Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2019-dec-13 regarding a patient receiving unknown medication (doses and concentrations unknown) via an implanted infusion pump. The indication for use was spinal pain. It was reported that the patient's first pump would not stay in place. The event occurred in (B)(6) 2016. The pump was in the patient's abdomen and sliding horizontal because the patient gained "the weight of a whole person." The healthcare provider reportedly went in and reattached the pump and anchored it down. It was noted that the patient could not handle another spinal surgery because they had four in two years. No patient symptoms were reported. No further complications were reported or anticipated.

Event description:
Additional information was received via a consumer. It was reported that since implant of the first pump ((B)(6) 2016), the patient had to have 3 to 4 surgeries. The pump was implanted in the abdomen area and the pump started sliding into a horizontal position and was poking out and created a bulge and was very uncomfortable. The physician had to go back in again and reattach the pump which began sliding again. The physician also went in for a third time and moved the pump from the abdomen to the back side, and that resolved the pump sliding issue. It was further noted that the patient was having lower back issues and they went back in and moved the catheter to keep it out of the way of any additional non-related back surgeries she was going to need. It was noted that the issue was resolved by the surgeries. It was mentioned that the patient had gained weight that was not related to the pump but had gained ¿about 1.5 persons in weight¿ and cannot leave the house. The indication for use regarding the pump was spinal pain. The pump was administering fentanyl and dilaudid of unknown concentrations at unknown dose rates.

Manufacturer narrative:
H6 update: the previously applied patient code (B)(6) is no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.